Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿stem-sleeve junction failure of a modular femoral hip system: a retrieval analysis¿ by feras waly, mbbs, et al, published by the musculoskeletal journal of hospital for special surgery (2015), vol. 11, pp. 285-290, was reviewed. The authors present a case 6of an s-rom fracture within the modular sleeve. Patient information: (B)(6) female with a history of crowe type I developmental dysplasia of the hip, weight 70 kg, bmi 28, height 158 cm. Right hip tha implanted in april 2007. Implanted depuy products: 48-mm pinnacle cup, 28-mm ceramic liner, 28-mm ceramic femoral head, 9-mm s-rom stem with 36-mm offset neck, 14b femoral sleeve. Results: patient presented with right hip pain secondary to fracture of the stem at the stem-sleeve junction. The stem and sleeve were well fixed. Stem, sleeve, and head were revised. Intraoperative findings revealed black-stained periarticular fluid and tissues consistent with metallosis. There was no evidence of wear on the head, liner, or cup. Examination of the explanted products identified corrosion of the stem taper. There was no reported product problem with the sleeve or head. The metallosis was attributed to the corrosion of the stem. Captured in this complaint: s-rom stem: implant fracture post-op, implant corrosion: taper. S-rom sleeve and ceramic femoral head: no reported product problem. Patient harms: pain, surgical intervention, medical device removal."